Manufacturer narrative:
If this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803.

Event description:
It was reported that a patient experienced a dental abutment fracture: cone broken off.